Event description:
It was reported the patient died approximately six months after device replacement. The cause of death has been requested and not received. Based on follow up received from the physician's office, the patient fell approximately three months prior to the patient's death and no complications were reported. It was also reported that while waiting in the physician's office after an office visit, the patient died of respiratory failure. There is no allegation from a health care professional that the death was device and/or lead related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) proximal segment of the lead was returned and analyzed. No anomalies found. Proximal conductor distorted, all conductors blood/body fluid (not obstructed), outer insulation cosmetic depression, apparent explant damage, and visual analysis performed only. (B)(4) proximal segment of the lead was returned and analyzed. No anomalies found. All conductors blood/body fluid (not obstructed), outer insulation cosmetic depression, visual analysis performed only. (B)(4) proximal segment of the lead was returned and analyzed. No anomalies found. All conductors blooc/body fluid (not obstructed), outer insulation cosmetic depression, and visual analysis performed only.

Event description:
It was reported the patient died approximately six months after device replacement. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. (B)(4) proximal segment of the lead was returned and analyzed. No anomalies were found. Proximal conductor distorted, all conductors blood/body fluid (not obstructed), outer insulation cosmetic depression, apparent explant damage, and visual analysis performed only. (B)(4) proximal segment of the lead was returned and analyzed. No anomalies were found. All conductors blood/body fluid (not obstructed), outer insulation cosmetic depression, visual analysis performed only. (B)(4) proximal segment of the lead was returned and analyzed. No anomalies were found. All conductors blood/body fluid (not obstructed), outer insulation cosmetic depression, and visual analysis performed only.